Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, movement of the valve during deployment was minimal, however, was considered too aortic for this patient. The cause of the central regurgitation was perceived to be primarily due to the placement of the valve; however, the guidewire was also not removed to determine if the central ai was attributed to the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The 23mm sapien xt valve was deployed 60:40 aortic/ventricular in the native annulus. Post deployment echocardiogram (tee) revealed central ai. The physicians waited 5 min while the patient remained stable, and decided the ai was 2+. The decision was made to deploy a second valve. The first valve was considered too aortic; therefore the second 23mm sapien xt valve was positioned and deployed 2mm below the first valve, reducing the central ai to trace. The patient remained stable with no complications. The native annulus measured 20mm by tee, and 16.7mmx24.8mm, with an area of 382mm by CT. The native aortic valve was moderately calcified.